Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The electronic records from the device were downloaded for review where it was confirmed that the device powered off, then on again, during the reported event. The device was then opened and a visual examination was performed where it was observed that the power/therapy cable from the power pcb was not properly seated to pcb-mounted jack connector, designator j20, of the therapy pcb assembly. As a precaution, physio-control replaced the power pcb assembly and ensured that the power/therapy cable was properly seated at j20. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was that the power/therapy cable from the power pcb was not properly seated to pcb-mounted jack connector, designator j20, of the therapy pcb assembly.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. A back up device was available. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
The customer contacted physio-control to report that their device powered off by itself during an event. A back up device was available. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to obtain additional information about the patient and the event; however, no response has been received. Section of the initial medwatch report should have indicated: the customer contacted physio-control to report that their device powered off by itself during an event. A back up device was available. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer responded, advising that he is unable to provide any information.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. A back up device was available. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer responded, advising that he is unable to provide any information.